Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt at our quality assurance laboratory, external visual inspection of the device noted no anomalies. This device arrived with a battery status indicator of bex (battery expired) at 2.267 volts; therefore, therapy was not available at explant. Review of the device memory found that no low voltage alerts (code 1003) had been recorded. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. On (B)(6) 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Event description:
--

Manufacturer narrative:
The device is currently undedrgoing laboratory testing.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this patient was seen for a scheduled in-clinic follow-up. Upon interrogation of the device, a voltage too low for projected remaining capacity (alert #1003) was displayed. Ts discussed the issue and recommended that the device should be explanted and replaced. Ts was informed that the last in-clinic device interrogation in (B)(6) 2013 was normal. Additionally, the local representative commented that the device's tachycardia mode was currently in storage mode. The patient did report feeling that "something was wrong" approximately one month ago. At the time of the call to ts, pacing was not confirmed. However, when the patient was connected to a surface electrogram, the morphology of the r-waves qrss were wide associated with an intrinsic rate in the 60 bpm range. Ts re-iterated that the device should be explanted and replaced immediately. Two days later, the patient was presented to the electrophysiology (ep) laboratory. The device was explanted and replaced without incident. The device was received at boston scientific's return products.

Event description:
--